Manufacturer narrative:
An event regarding an alleged infection involving a trident liner was reported the event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock per manufacturing specifications. Complaint history review: there were no events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, x rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
Revision surgery due to infection.

Manufacturer narrative:
Other lots listed in this report: cat. No.: 6276-1-025, 25mm mod rev hip body/bolt stdcomponent level 9006-1-025, lot code: 36447401. Cat. No.: 502-03-62g, primary tritanium hemi cluster hole cup 62mm, lot code: mhh548. Cat. No.: 6260-9-136, v40 cocr lfit head 36mm/0, lot code: mlarem. Cat. No.: 6276-7-019, mod con dist stem 19 x 155 mm, lot code: caxl832e. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital pathology.

Event description:
Revision surgery due to infection.

Event description:
Revision surgery due to infection.